Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the full lead was returned for analysis which detected a conductor fracture in the bifurcation of the lead. The fracture of the rv conductor appears to have occurred at the time of lead revision.